Manufacturer narrative:
Device not returned.

Event description:
Reportedly, the item broke off in the patient. Follow up with sales representative indicated that there was no patient injury or intervention. Device was retrieved without intervention.